Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported the dialysis machine would not power on, and a fresenius regional equipment specialist was requested to service the machine. The machine had 49 hours logged. During repair it was discovered there were burn marks on power supply. Per biomed tech the machine issue was detected during preventative maintenance and confirmed there was no patient involvement or injury. No visible smoke, flames or sparks were observed, and no damage was observed with any other components on the machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power supply assembly was replaced and the machine was placed back in service without further issue.

Manufacturer narrative:
Plant investigation: the power supply was returned for ¿no power¿ (reported failure) and burn marks (physical damage). A visual inspection on the power supply revealed heat damage on capacitor c10 of the power control board. There are charred marks on the board and to nearby components of c10, however, no components were damaged. All other parts of the power supply were received in good cosmetic condition. The power supply was installed in a test machine (in as-received condition) and was able to power on without problems. There was no additional damage to the power supply during power up. The reported ¿no power¿ was not confirmed. The reported ¿burn marks¿ was confirmed. The power supply was reworked by replacing capacitor c10 on the power control board, reinstalled and retested on a test machine. The test machine powered on, ran dialysis, and completed a self-test without damaging the power supply. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported the dialysis machine would not power on, and a fresenius regional equipment specialist was requested to service the machine. The machine had 49 hours logged. During repair it was discovered there were burn marks on power supply. Per biomed tech the machine issue was detected during preventative maintenance and confirmed there was no patient involvement or injury. No visible smoke, flames or sparks were observed, and no damage was observed with any other components on the machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power supply assembly was replaced and the machine was placed back in service without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer to date for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported the dialysis machine would not power on, and a fresenius regional equipment specialist was requested to service the machine. The machine had 49 hours logged. During repair it was discovered there were burn marks on power supply. Per biomed tech the machine issue was detected during preventative maintenance and confirmed there was no patient involvement or injury. No visible smoke, flames or sparks were observed, and no damage was observed with any other components on the machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power supply assembly was replaced and the machine was placed back in service without further issue.